Event description:
Critical care rep reports that acct. Is having difficulty with stopcocks leaking in the or. No info reg; product code, but sample is available. States she will forward sample. Sample retrieved from acct. With product code and lot number. Md at acct. States this issue occurs "about 25%" of the time. States there has been no pt injury as yet, but in an or where they do heart surgery, leaking stopcocks are a real issue. States the stopcock leaks at the 3-way position at the handle. States they run many different kinds of medication and fluids through the stopcock (i.e. Diprivan, dopamine, nitroglycerin, etc. And all kinds of IV fluids).